Manufacturer narrative:
Date of device breakage and non-union is not known. This report is for an unknown 8 hole left 4.5mm condylar plate. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an 8-hole left 4.5mm condylar plate and approximately eleven screws which were implanted on an unknown date, were explanted on (B)(6) 2017 due to broken hardware and a hypertrophic bone non-union. The broken plate, four broken 4.5 mm cortex screws and one broken 5.0 cannulated locking screw were removed along with the six of remaining intact screws (which included 4.5 mm cortex, 5.0 mm cannulated locking, 5.0 mm locking and 7.3 mm cannulated looking screws). The broken screws were removed using a 4.5 mm, 5.0 mm hexagonal screwdrivers and t25 stardrive screwdrivers the broken screws were removed using an extraction bolt for 4.5 mm and 5.0 mm screws. All previously implanted hardware was removed with some difficulty, requiring some digging out, but without any additional medical intervention, surgical delays or unanticipated x-rays. The patient was then revised to a retrograde / antegrade nail, a spiral blade and locking screws. The surgery reportedly went well, all hardware was removed without any intraoperative incidents and the patient was reported to be stable at the end of the procedure. The explanted devices are in the hospital's possession and are not available for investigation. Concomitant devices reported: 4.5 mm cortex screws (part number unknown, lot number unknown, quantity unknown), 5.0 mm cannulated locking screws (part number unknown, lot number unknown, quantity unknown), 5.0 mm locking screws (part number unknown, lot number unknown, quantity unknown), 7.3 mm cannulated locking screws (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown 8 hole 4.5mm left condylar plate. This is report 1 of 3 for (B)(4).